Manufacturer narrative:
A ge rep evaluated the sys and the customer replaced the image intensifier power supply and the hard drive. The system operates as intended.

Event description:
It was reported that the system displayed an error message and would not produce x-rays. No pt injury was reported.